Event description:
It was reported that 3 bd ultra-fine¿ ii insulin syringes had broken needles. "The needle was broken".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned a single 0.3ml syringe. The syringe was found to have had the needle break off entirely. Customer states that this was observed prior to use. It was noted that the profile of the break was unusually clean and did not appear to be folded over significantly, which is typically observed when the needle is bent/broken during use. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the needle breaking off prior to use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. Date complaint received in holdrege: 11 aug 2022. Catalog and batch #: mat. Unknown. Bat. Unknown. Catalog description: unknown. Issue: broken cannula. Analysis of sample: analysis of the photo shows a cannula broken at the cannula / adhesive junction of the hub. Process: needle line ¿ needle assemblies. The hub is cannulated at the needle line on a rack of 25 hubs, during the process the hub & cannula travel through a conveyor system where adhesive is added to bond the cannula to the hub, then travels through a uv oven that has magnetization to aid in cannula angularity. The rack goes through a point inspect machine to kick off all clogged, long, short, double cannula, point defects, insufficient adhesive, & inverted cannula. After point inspect machine the rack travels under a shield station that has a roll over shielder devise that sets the shield on the cannulated hub. Investigation: unable to perform complaint lot history check due to an unknown lot number for broken cannula. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Root cause ¿ no root cause can be determined at this time. Corrective action- no corrective action taken at this time. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.